Manufacturer narrative:
The initial report had the incorrect information related to treatment. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that the customer treated their low blood glucose level with glucagon pills.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and hypoglycemia. Customer¿s blood glucose level was 55 mg/dl at the time of incident and other relevant blood glucose event was 180 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature on insulin pump. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. Customer was not alleging that the insulin pump was under delivering. The reservoir and insulin pump will not be returned for analysis.